Event description:
Approx three (3) months post shoulder surgery (shoulder arthroscopic capsular repair procedure performed in 2005), the pt began having symptoms of "grinding" in the shoulder along with discomfort. The pt's current condition is a decrease in the range of motion, occassional pain and the inability to do various acitivities. The doctor has diagnosed this as chondrolysis.